Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm and a motor error alarm. Blood glucose level at the time of the incident was 423 mg/dl. During troubleshooting, the caller was unable to complete the rewind process. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify excessive no delivery alarm due to motor error alarm. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.